Manufacturer narrative:
Scale calibration was off.

Event description:
It was reported by service report that the scale display was not accurate. No patient involvement or adverse consequences are reported.